Event description:
The facility pharmacy buyer contacted baxter to report a 0.22 micron filter extension set that was leaking during priming in the oncology department. The leak was coming out of the end of the tubing or somewhere near it where it attaches to the tubing. There were no visible abnormalities before priming, and all luer connections were secure. There was no report of patient involvement, patient injury, or medical intervention required in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The actual sample was discarded, but a companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: three unused companion samples were submitted for evaluation. A visual examination of the samples did not reveal any abnormalities. The sets were primed per label copy, and a functional underwater leak test and a water pressure test at 45 psi were performed with no leaks found. The reported condition of leaking during priming was not confirmed. The root cause of this condition was not identified. The sets function as per its designed characteristics.